Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appropriately delivered a shock, however, it was unable to convert the rhythm. The rhythm converted by itself. Additionally, a second episode was observed in which an inappropriate shock was delivered due to oversensing. Reprograming of the system was performed. This system remains service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.